Manufacturer narrative:
This report is filed june 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 due to drainage at the abutment site. The abutment was removed and a magnet was placed. The implanted device remains.